Manufacturer narrative:
One opened and used partial sensor was inspected and a bicarbonate buffer test was performed. The sensor failed per specifications due to low readings. No needle complaint could be confirmed as no needle was returned.

Event description:
It was reported the customer was experiencing high blood glucose. Customer's blood glucose was between 400 mg/dl and 500 mg/dl. Customer has been treating their blood glucose with manual injection. Customer's blood glucose was 120 mg/dl at the time of the call. The customer also reported they were on steroid shots and pain medications. The customer also reported receiving lost sensor alerts, sensor error alerts, and having blood at site. Customer declined to troubleshoot for their issues. Customer's sensor will be replaed. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.